Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, openings. A microscopic analysis was performed which identify puncture opening on radius and anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a puncture opening on radius/anterior due to surgical damage like.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Information contained in this report has previously been submitted via resp. Psr on 1/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.